Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle 2 libre sensor compared to an hcp meter. On (B)(6) 2021, a sensor scan of 4.8 mmol/l was obtained and the customer had a seizure and a loss of consciousness. The paramedics were called and a blood glucose of 1.2 mmol/l was obtained on the hcp meter, when plotted on the parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. A paramedic provided the customer a "shot of glucagon" `for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.